Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2021, the pediatric patient experienced a skin reaction that consisted of a rash with redness, inflammation, and dry skin at the sensor patch adhesive. The patient had itching and burning sensations in the area. The parent consulted a healthcare personnel (hcp) and an oral antibiotic (amoxicillin for 7 days) was prescribed. After the event the patient was feeling fine and there were no signs of inflammation. No additional patient or event information is available.